Event description:
Literature was reviewed regarding the outcomes of transcatheter aortic valve replacement (tavr) with self-expanding valves in japanese patients on dialysis. The study population consisted of ten patients who underwent tavr with a self-expanding valve from the medtronic evolut portfolio (evolut r, pro, or pro+). Adverse outcomes recounted in the article: cardiopulmonary resuscitation, vasopressor, and percutaneous cardiopulmonary support required due to the occurrence of hypotension and cardiac arrest during the tavr procedure (one case); myocardial infarction (one case); major bleeding vascular complication (artery hemorrhage) attributed to the tavr procedure (one case); and aortic regurgitation (trace to mild). Additionally, between the 6-month and 12-month follow-up points, one patient experienced sudden cardiac death during sleep, and another patient died in the hospital due to heart failure, with no further details known.

Manufacturer narrative:
Citation: shishido k, yamanaka f, moriyama n, et al. Safety and effectiveness of self-expanding tavr in japanese dialysis patients with severe aortic stenosis: 1-year outcomes. J cardiol. Published online march 15, 2025. Doi:10.1016/j.jjcc.2025.03.008. Earliest date of publication used for date of event and date of death. Earliest approved evolut product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.